Manufacturer narrative:
No belt clips received with unit. No unexpected freezing of pump noted; time advanced properly. Programmed multiple boluses and monitored. All boluses delivered and were listed in the bolus history screen. All buttons functioned properly; however, insulin pump had moisture damage on keypad traces noted during visual inspection. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, occlusion test and excessive no delivery test. Insulin pump had a broken belt clip slot noted, minor scratches on lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was not known. Customer's most recent blood glucose was 124 mg/dl. Nothing further was reported.